Event description:
It was reported that the pt underwent a tlif at l5/s1 using interbody device and posterior fixation. It was reported that cage backed out. The revision surgery was performed approximately four weeks post op to re-insert the cage. Two pedicle screws were replaced at the revision surgery.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the unites states; however, a like device catalog # 2991022, was cleared in the united states.